Manufacturer narrative:
Event site name: (B)(6). Contact person name: (B)(6).

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) was leaking gas. No patient was involved, and no harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the device. During inspection, the fse identified that the helium tank was not properly secured and that a grommet was missing, which resulted in the observed hissing sound. The helium tank was correctly reattached and the issue resolved. Following this, the unit successfully passed all functional and safety tests in accordance with the manufacturer¿s specifications.